Event description:
The clinician inserted the catheter into the pt's radial artery. The clinician received flashback, removed the stylet, attempted the thread the catheter into the artery and the threading was unsuccessful. The clinician inserted a guidewire into the catheter and again attempted threading the catheter into the artery and was unsuccessful. The clinician pulled the guidewire and attempted, for the third time, to thread the catheter into the artery and was unsuccessful. The clinician pulled the catheter from the insertion site andnoticed that the distal portion of the catheter was missing. The general surgeon performed a cut-down procedure and retreived the distal portion of the catheter from the pt's tissue.